Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient had never received effective stimulation since the implant procedure. Programming was attempted but could not provide resolution. X-rays may be undertaken. The patient will undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the lead was explanted and replaced with a different model on (B)(6) 2016.